Manufacturer narrative:
D6: device returned with no lot ID. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was cycled several times with no anomalies noted with the anvil attaching to instrument as designed. The reported incident could not be recreated.

Event description:
It was reproted that the cdh25 was used during a gastrectomy. It was reported by the affiliate that the anvil shaft would not lock to the shaft properly. There was no consequence to the pt.